Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Abdominal pain and erosion are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion and abdominal pain as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."

Event description:
Healthcare professional reported a lap-band system "erosion" first noticed when the patient presented with "abdominal pains." The entire lap-band system was removed without replacement.